Manufacturer narrative:
The unit was received with scratches and site stickers on the exterior housing. Sticky residue found outside the battery door. Rattling sounds can be heard from inside when the unit is shaken. Evaluation of the unit found the unit did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit which could contribute to a patient incident. Being that the unit is more than five years old, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer states they have some alarms with various issues to return for warranty inspection. The date the issue was discovered is unknown and no patient incident or injury was reported.